Event description:
It was reported that the charging component of a pump was broken and caused issues when attempting to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.